Event description:
Baxter reports a customer reported the transfer set was replaced because of leaks of the peritoneal dialysis fluid through the tubing. The transfer set was placed in 2004 (no more than 5 months.) No pt injury or medical intervention was assoicated with this incident.